Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that corrosion of the plug unit led to the e216 scope communication error and no image event. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a no image and a e216 scope communication error. There was no patient involvement.